Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The sales rep followed up with the doctor to find out that the patient had returned for a checkup and regained some movement in the right vocal cord. The patient is refusing speech therapy.

Manufacturer narrative:
The device was returned for analysis where there were no malfunctions observed. The customer complaint was not confirmed; the un it was received in good cosmetic condition, and the unit was tested with no deviations before returning to the user facility. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was obtained from a previous product event stating the nim mainframe was not working properly and that a second patient had been affected resulting in vocal cord paralysis. Additional efforts have been performed to follow-up on the current patient status and for event detail date and clarification; however, to date that information has not been provided.